Event description:
It was reported on (B)(6) 2024, when the tube was inserted the cap of the puncture sheath inside 0668945 was disconnected and could not be used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the dilator is confirmed and was determined to be related to manufacturing. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation of the returned microintroducer revealed no obvious blood use residues throughout the returned sample. It was observed that the luers attached to the proximal end of the microintroducer sheath were disconnected from the device. A microscopic observation revealed plastic material deformation of the proximal base of the white dilator section of the device. Small pieces of plastic could be seen along the edges of the distal break site of the dilator. Because deformation was observed and no obvious use residues were observed, this failure was determined to be related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.